Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that during the implant procedure, the setscrew of the implantable pulse generator (ipg) was not turning and the lead was not able to be screwed in place and was "always coming back". The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.